Manufacturer narrative:
The ge rep conducted an onsite investigation. The reported problem could not be duplicated. The filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a filament regulator error message. No pt injury was reported.